Manufacturer narrative:
No button error alarm was received. The button response was intermittent, due to moisture damage keypad trace. The insulin pump was received with minor scratches on the lcd window, a cracked case near display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. The insulin pump had been exposed to humidity. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.